Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported an alarm was heard and telemetry had not yet been performed. The pump was to be interrogated. It was noted the reporter had asked for telemetry and ¿then they pulled it up and they said that the refill date¿s fine. The last telemetry didn¿t show anything and I think that was in (B)(6).¿ the patient had an MRI on (B)(6) 2013 and ¿they¿ didn¿t know if telemetry had been performed since then ¿because they¿re behind in their scanning of getting all telemetries in the patient checked.¿ it was unknown to the reporter if the patient had any medical symptoms or what type of medication was being delivered via the device system. It was later reported the patient developed 'compartment syndrome' from a burn. The patient is feeling better and the pump seems to be running smoothly. The patient has not been seen in the clinic since the issue was reported. It was later reported the patient missed a refill date. The pump was delivering compounded baclofen.